Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and appeared offline in rss; despite rebooting and power cable replug attempts, the issue persisted, with logs indicating the c drive exceeded critical storage limits (90.80%), resulting in failure to deploy the package. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a blue screen failure. A field service engineer confirmed that there had been a power outage at the hospital, after which the device rebooted but failed to load windows or the application and became stuck on a blue screen (bsod). The fse reimaged the hard drive, installed version 1.7.4i software, and configured the machine. The fse also updated the remote support service agent to version 4.12 and component manager to version 5.21.0.3, and installed eset antivirus software, restoring the system to proper operation. The system functioned as intended after the field service engineer repaired the device.